Event description:
In this event it is reported that 30k fsi-pwr-fg-100 insert was overheating during use. No injury occurred.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Investigation found: returned qty.1, insert, 82009, 20300-00049453, 23, bul test method / sop man.007-w02 rev.9 inductance: gauge ID# 5349 due: (B)(6) 2022 result: 3.11 ¿ meets spec ¿ does not meet spec ¿ n/a tip condition: - ¿ meets spec ¿ does not meet spec ¿ n/a stack condition ¿ meets spec ¿ does not meet spec ¿ n/a tested on: g136 gage ID# 9626-2 due date: (B)(6)2022 set pressure: 35 psi water flow: output rate: 35 psi - ¿ meets spec ¿ does not meet spec ¿ n/a spray pattern: - ¿ meets spec ¿does not meet spec ¿ n/a water leak: ¿ hp sealing ring ¿ proximal ring ¿ distal ring ¿ seam leak ¿ n/a vibration: - ¿ meets spec ¿ does not meet spec ¿ n/a grip condition: ¿ meets spec ¿ does not meet spec ¿ n/a other visual observation: visually inspected and verified insert has bad vibration and bent tip. Also insert was tested on a digital thermometer i.d.# 6116a due date: 08/31/202. The temperature was 81.2°, and is no fault found. The specification states are not to exceeded 118.4°f. (Per frs-9175 rev.9, on 4.1). The information on complaint is wrong, but returned the correct insert follow by the photo. (Attached photo). Alleged event: ¿ confirmed - ¿ not confirmed.